Event description:
At about 1 year and 6 months after the primary surgery, the patient came reporting anterior pain and instability of the right knee. No infection. No loosening of the implants. The surgeon revised successfully the insert (10mm) with a thicker one (11mm).

Manufacturer narrative:
Batch review performed on 28-apr-2023. Lot 2108902: (B)(4) manufactured and released on 14-sep-2021. Expiration date: 2026-08-26. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs director: secondary patella resurfacing 1,5 years after primary cemented tka. During the second surgery, as customary, the tibial insert was replaced to a new one, but there was no problem with the existing implants. Root cause: disease progression, no problems with the devices. Preliminary analysis performed by r&d manager: tka 1 year and half after primary cemented tka due to anterior knee pain and instability. During the second surgery the tibial insert has been replaced with a thicker one. No problem with the existing implants has been reported. Based on the picture of the explanted insert, some scratches can be observed in the anterior side of the insert, probably generated in the attempt of removing the implanted device. Some lines seem to be present on the posterior aspect of the insert as well, but they are not well clear on the picture at hand. Based on the available information it's not possible to suspect that the root cause of the problem is a faulty device.